Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had an issue with the needle being difficult to remove from the holder. No report of injury or medical intervention. No report of blood exposure to mucous membrane.